Manufacturer narrative:
The complete manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna21, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release.

Manufacturer narrative:
Manufacturer submitted a separate report ((B)(4)) for perceval valve involved in this case on 13 oct 2016. Manufacturer received further information and clarification about the case on 24 oct 2016. Device not returned.

Event description:
The manufacturer was notified that a crown valve was implanted on (B)(6) 2016 as a result of re-operation for the explant of perceval valve due to folding of the stent of the perceval. The patient died on (B)(6) 2016 due to low cardiac output, respiratory failure and multi-organ failure.